Event description:
A user facility reported this lma-classic would not inflate, while in use. They removed the lma and used another to proceed with the procedure. It was reported that there was no pt injury or problem. The user facility has returned the lma and the device is currently undergoing eval.